Event description:
Upon attempted removal, the sheath separated at the hub. The physician clamped down on the sheath with hemostats and continued removal. Upon sheath removal, normal protocol for post sheath placement was followed.